Manufacturer narrative:
Manufacturing date -- august 15, 2016 ¿ august 16, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and verified the leak. The cause was broken tubing at the solvent-bonded junction of the luer. The cause of the broken tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking due to a detached flow restrictor. This occurred before use. The device was filled with 12000mg amoxicillin in sodium chloride 0.9%. There was no patient involvement. No additional information is available.